Manufacturer narrative:
A remstar auto a-flex device with the complaint of burnt humidifier cable was returned to the philips investigation lab (pil)for further evaluation. During the investigation of the device at the (pil), it was confirmed that the device powers on while using a known good power supply and power cord. There was no airflow during therapy. Review of the error logs shows the device had 18763.6 blower hours and 18763.1 therapy hours. There were no errors logged. Care orchestrator data shows a compliance rate of 91.1% and humidification setting was at 5. During the internal investigation, pil observed that the device was missing the therapy button on the top enclosure. The ui display screen had a cloudy appearance to it. An unknown dust contaminant was observed on the top enclosure and the pca. The humidifier cable was observed to have burn marks on it. Inv0636 addresses the issue of the j9 thermal failures on the philips respironics system one 60 series device which occurred after eco 500024573 was released. The blower box screws, manifold, and the inlet seal were all observed to be missing from the device, possibly due to the device having been opened at the service center. An unknown dust contaminant was observed on all parts of the blower housing, blower, inside the blower on the propellers, on the blower seal, and side panel. A black ash-like dust contaminant was observed sitting inside the blower housing between the side panel and the blower seal. Evidence of liquid ingress was observed on the blower and bottom blower housing. The sound abatement foam was observed to have an unknown dust contaminant on it. Pil confirmed no presence of degraded sound abatement foam residue.

Manufacturer narrative:
It was previously report that: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center. The device's error log was reviewed, and error code - 100 was noted. The device failed the decontamination. The manufacturer confirmed the device had no evidence of foam degradation. Evaluation notes: missing ui knob button. Cause code: zupr, object code: prfr, damage code: zfom. During disassembly, the following unit was identified with a defective part as per document (B)(4), appendix a, affected p/n: 1099563 humidifier. Service evaluation: issue identified during disassembly process with burnt humidifier base cable. Device dispositioned per (B)(4). The device was reworked and passed and will be sent to pil for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The issue for this device was found during routine maintenance. There were no allegations of particles, harm or injury. Correction to the b5 statement: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center. The device's error log was reviewed, and error code - 100 was noted. The device failed the decontamination. The manufacturer confirmed the device had no evidence of foam degradation. Evaluation notes: missing ui knob button. Cause code: zupr, object code: prfr, damage code: zfom. During disassembly, the following unit was identified with a defective part as per document fc 16-700-516, appendix a, affected p/n: 1099563 humidifier. Service evaluation: issue identified during disassembly process with burnt humidifier base cable. Device dispositioned per fc 16-700-709. The device was reworked and passed and will be sent to pil for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.